Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was a recoverable fault on universal surgical manipulator (usm) 4 of the patient side cart (psc). Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed a 32101 fault. The tse noted temperature warnings; however, the temperature looked low. The tse had the caller remove the drape, reboot the system, and wait for two minutes. The system rebooted and the error returned. The caller stated that the surgeon might convert the case to laparoscopic surgery to finish. The procedure was converted to laparoscopic surgery with no reported injury. Isi has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced universal surgical manipulator (usm) 4 to address the reported issue. Isi has received the device involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Although the complaint has not been confirmed by failure analysis since the failure analysis investigation is in progress, the information gathered indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed, but not replicated. When the arm was tested on an in-house system test, the arm passed normal mode. The usm was tested on a patient side cart fixture test platform (pftp), where it passed all tests without any errors. Remote fe recorded an error 32101 ac_4b pointing to the set-up joint (suj). Inspection was performed on the usm and found no discrepancies on the axes controller arm (aca) printed circuit assembly (pca) connections and clock spring connections. No fluid intrusion was noted.